Event description:
The report states, "this is a spontaneous case report received by baxter referring to an pt who received a blood stem cell concentrate (indication unk and application date unk), which was prepared in a 600ml baxter transferbeutel (transfer bag). During application the pt developed hypotonia and erythema, a severe allergic reaction, which only could be treated with corticosteroids.